Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when connecting the reload on the same stapler, it would not close correctly, they tried to make the clipping with no success, the reload was replaced, and the problem continued, so manual resection was done. As per the reporter, they executed all connection processes of reload and stapler. There was no patient injury.